Event description:
A report was received that a patient was not receiving adequate stimulation. High impedances were noticed during reprogramming. The patient will undergo a lead revision to replace the leads.

Event description:
A report was received that a patient was not receiving adequate stimulation. High impedances were noticed during reprogramming. The patient will undergo a lead revision to replace the leads.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and is reportedly doing well the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: linear 3-6 50cm lead.